Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation/ there was one coil that is still on the right side that may not be all the way in the tube/ only one blocked tube') in a female patient who had essure (batch no. 624480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flu and metrorrhagia. Concurrent conditions included cough and sneezing. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding") and alopecia ("hair loss"). At the time of the report, the perforation, pelvic pain, urinary tract disorder, genital haemorrhage and alopecia outcome was unknown. The reporter considered alopecia, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: mirena case under captured in this case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaints. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation/ there was one coil that is still on the right side that may not be all the way in the tube/ only one blocked tube') in a female patient who had essure (batch no. 624480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flu and metrorrhagia. Concurrent conditions included cough and sneezing. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding") and alopecia ("hair loss"). At the time of the report, the perforation, pelvic pain, urinary tract disorder, genital haemorrhage and alopecia outcome was unknown. The reporter considered alopecia, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: mirena case under captured in this case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.